Event description:
Reporter called with complaint about the pill bottle labels that dispense his medications. He is not able to read the labels (illegible) due to small print or the script being rubbed off with information that is needed by him. He cannot see the refill dates or dosages and other important information about the medication. This can be very dangerous for patients. Additionally, there are no numbers on the bottle for who to contact. Reporter tried to call walgreens but could not speak with anyone because nobody would answer the phone.